Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka (B)(6) assisted surgery, the burr was a couple of millimeters to far out of the drill and fell off from the real intelligence robotic drill. The procedure was resumed, after a non-significant delay, with a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Section h10: the real intelligence robotic drill, rob10013, (B)(6), used during surgery, was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario cannot be confirmed. A key performance characteristics (kpc) test was performed during which the burr could be loaded as intended. The burr locked and did not fall out. The kpc test passed. A test case was performed and could be completed without an issue. The burr was validated, and the values were within the appropriate range. The drill was opened for further investigation. The exposure motor was tested and passed. It was noticed that all three dc motor cables had multiple cracks. A high pot test was performed to test the cable and passed. The motors were removed, and the drill was inspected further. No defects were found. The drill was reassembled and a kpc test was performed again. All tests passed. The loading off the burr could be completed without any issue. An engineering review was completed. The exposure motor was tested and found to be responsive. Although the reported problem could not be confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been improperly loading the burr or an intermittent exposure motor. A review of manufacturing records and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: case-2024-00215937-1.